Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "service required" code indicating a pressure sensor mismatch was found in the ventilator's downloaded error log. The device was not in patient use. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that during a check-out procedure of a ventilator at the manufacturer's service center, a "service required" code indicating a pressure sensor mismatch was found in the ventilator's downloaded error log. The device was not in patient use. The evaluation was performed and the service required pressure sensor mismatch alarm condition was observed in the device's downloaded event log. The device's machine flow sensor, motor blower and inline proximal filter were found to be contaminated with dirt and need to be replaced to address the issue. At the time of this report, the replacement motor blower is out of stock, the scheduled repair completion date has not been set. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.